Event description:
It was reported that the patient was admitted to the hospital due to pulseless electrical activity arrest. It was found that the right atrial (ra) lead had dislodged, and due to a decline in right ventricular (rv) lead performance, it was suspected that the rv lead had partially dislodged as well. The ra lead was explanted and replaced, and the rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.